Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) is under off-label binventricular pacing. It was further reported that the ventricular measurements are fluctuating with some > 3000 ohms.